Event description:
Device malfunction: unk. Time of device malfunction: during closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, bleeding continued. Manual compression was applied for 10 minutes to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.